Manufacturer narrative:
Currently it is unknown whether or not the deivce may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized due to high blood glucose levels. Customer reported having high blood glucose levels for three days prior to hospitalization. Troubleshooting was performed and pump passed all required tests.